Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 33 mg/dl. Customer's blood glucose before the call was 105 mg/dl. There was no indication that the insulin pump over delivered insulin and customer indicated that the pump programming is correct. Troubleshooting found that the pump time was off by 12 hours and assisted customer with correcting this issue. The customer also advised about the fill cannula on the pump. The product was not returned for analysis. Customer was advised to monitor the pump and blood glucose and call back if any further issues. No further assistance necessary.